Event description:
Boston scientific crm received information that this atrial lead was exhibiting no capture at maximum device outputs as well as no atrial sensing following open heart surgery. The device had been reprogrammed to vvir and the lower rate limit (lrl) was reprogrammed to 80ppm. The lead was reassessed a few days later and was found to be dislodged and had been damaged due to the open heart surgery. Therefore, a revision procedure was performed and the physician elected to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.